Event description:
During a hand assistant laparoscopic sigmoid colectomy procedure, the diaphram of the device tore when it was inserted. Another like deivce was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Sent: 07/28/2005. Additional information: d4, 10; g4; h2, 3, 4, 6. Code 100: torn iris and sleeve. Evaluation summary: the instrument was returned with dried body fluids. Device was returned with the iris torn and sleeve torn. Functional testing could not be conducted due to condition of returned instrument. The upper and lower ring teeth are intact and undamaged.